Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was dim. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/27/2017 with the following findings: during investigation, the pump powered on with vibration and auditory function to a blank screen. The complaint of a dim, faded display was not able to be confirmed due to the blank display. The pump cover was removed and the display screen was found to be cracked. A test display was installed and the display functioned properly. Unrelated to the complaint, investigation revealed cracks in the battery compartment.